Event description:
It was reported that during the surgery when the device was being inserted the pin was not advancing and smoke came out. The pin was removed in order to see what happened, it was noticed that the pin broke inside the patient. A moderate incision was made in order to remove the broken pieces, all the pieces were removed. Back-up device was used to complete the procedure.

Manufacturer narrative:
Device has not been returned for examination. Photographic evidence was supplied for evaluation. The photo was reviewed and it was confirmed that the passing pin is broken and bent. The passing pin is scored along its length and shows metal debridement at the bend location. It appears that during placement of the passing pin the pin became bent causing it to come in contact with the drill guide resulting in the observed damage and breakage. Drilling with a bent passing pin would require the use of excessive force. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. It has been reported that there is no patient injury involved, and the broken fragment was successfully removed. No relevant supporting clinical information has been provided to assist with a clinical investigation.